Event description:
The electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status) was confirmed. The belt was unable to communicate with a monitor. The cause for the failure was isolated to the conductors of pgnd and main batt wires being exposed, causing a short. The root cause for the shorted board was unable to be positively identified. There was no adverse event that resulted from the damaged belt.